Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was moved from left buttock to left flank, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.